Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unable to display ECG. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was reported to be ok. And, that the user troubleshooted it and was it was likely to be an application issue. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.